Event description:
A malfunction was reported on the pump, identified with the code malf 12. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on how to reset the pump and assisted the customer with the reset process. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to report back if the issue reoccurred.